Event description:
During follow-up post-implant, low impedance was observed. A revision procedure was performed and the proximal part of the lead was noted to be twisted. The lead was explanted and replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
A complete lead was received for investigation. The inner coil inside the connector region was found to be overtorqued. Clavicular crush damage was noted breaching the outer insulation. The exposure of the outer coil likely caused the low lead impedance that was reported. The outer insulation was also found to be twisted, consistent with overtorquing the inner coil during the attempted revision procedure. No anomalies were noted on the helix but the steroid plug was found to be shifted towards the end of the helix. Electrical testing was performed and no indication of conductor fractures was found.